Event description:
On march 9th, 2010, our quality department received the information about the following event: surgical nurse of the hospital, reported via our sales rep, that she noticed during the surgery, which was performed by the leading surgeon, that the target device failed to function properly at the distal locking. According to her information the surgery was completed successfully with a replacing device without any impairment of the patient.

Manufacturer narrative:
Na